Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
The catheter embolized and the facility is unsure of when it happened. The patient was sent to another facility to have it removed.